Event description:
It was reported that the pen ndl 32g 4mm pro experienced an outer cover that would not attach. The following information was provided by the initial reporter: the outer cover was loose and the patient could not do recapping.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0260330. D4: medical device expiration date: 2025-09-30. H4: device manufacture date: 2025-09-30. Investigation summary: fifty sealed and two open 32g x 4mm pen needle samples and five photos were returned from lot. No. 0260330, cat. No.320559. Visual examination and a functionality test was carried out on the two open samples and the fifty sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 32g 4mm pro experienced an outer cover that would not attach. The following information was provided by the initial reporter: the outer cover was loose and the patient could not do recapping.